Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a red tag indicating a channel error. Upon further inspection, it was found that the device displayed error code 240.4150, indicating pressure sensor failure. Both pressure sensors were replaced, and calibration was performed. Preventive maintenance was done using asm software and the device passed all tests. The pump was returned to service.